Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2026)

Event description:
Cw 12/28 it was reported that during a chronic catheter placement procedure, the cuff of the device was allegedly separated from the catheter. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the cuff of the device was allegedly separated from the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 9.6f hickman s/l catheter was returned for evaluation. Visual, microscopic visual and tactile evaluation were performed on the returned device. The edges of the complete diagonal break on the distal and proximal end of the catheter were noted to be sharp, smooth with surface was noted to be granular, glossy with striations throughout. The investigation is confirmed for the reported the cuff of the device separated from the catheter as tissue cuff indicated loose fitting and was easily offloaded from the proximal end while evaluating the distal catheter segment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2026), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.